Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 420cc mentor memoryshape breast implants experienced left sided capsular contracture and a right sided breast lump post procedure. The capsular contracture was accompanied by rippling, discomfort, hardness, increased roundness, and the implant sitting high. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-11706 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 25, 2023. Replacement with mentor gel boost was performed with explant. Biopsy of the breast lump was performed with explant. The impacted product was received by the failure analysis lab on november 9, 2023. The investigation of the returned device was completed by the failure analysis lab on november 13, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 12, 2023. Explant is planned for october 23, 2023. Additional information was received on october 13, 2023. The event, originally reported as a left sided capsular contracture and a right sided breast lump, was clarified to be bilateral capsular contracture and right sided breast lump. The right sided capsular contracture is baker grade ii. The left sided capsular contracture is baker grade iii. Capsulotomy and replacement is planned with explant. The breast lump is benign. This report relates to the right prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast lump/capsular contracture manufacturer¿s reference number: (B)(4).